Event description:
It was reported the patient received inappropriate therapy due to t wave oversensing (twos).it was also reported the patient was unconscious. Additionally, during these episodes, the r waves were at 1 mv and the t-waves were considerably bigger. Later review of manufacturer's database revealed that the patient died as of (B) (6) 2010. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related.

Event description:
Reporter alleged obtaining the results of 590 mg/dl, 192 mg/dl, 165 mg/dl, and 185 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received based on the results obtained. No adverse event reported. A request was made for the return of the affected product.